Manufacturer narrative:
(B)(4). Age: patient age not provided/unknown. Weight: patient weight not provided/unknown. Street address and zipcode unknown. Additional 510k number: k943604.

Event description:
It was reported that the mount could not disengage from the bundled implant. The procedure was completed with another product.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads from use. The mount screw drive feature is minimally worn. Functional testing notes the mount screw took an excessive amount of effort to back out of the drive feature. The reported complaint was therefore confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.